Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc). Post-implant, the patient had a mild paravalvular leak (pvl); post-implant balloon aortic valvuloplasty (post-bav) was performed using a 21mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, pvl was noted as trivial. The patient was discharged.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. It is possible that procedural circumstances could contribute to the event. However, this cannot be confirmed. The reported unexpected medical intervention is the result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: medical device problem code: 2017.